Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low elecsys troponin t stat assay results for one patient sample. The customer runs samples in duplicate prior to reporting the results outside of the laboratory. The initial result was <0.01 ng/ml with a data flag and the repeat result was <0.01 ng/ml with a data flag on the same analyzer. This result was reported outside the laboratory and was questioned. The sample was repeated on the same analyzer with a result of <0.01 ng/ml with a data flag and was repeated on a cobas e601 analyzer with a result of 0.3 ng/ml. The result from the cobas e601 was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was a fluidics failure. After changing the heat pipe, it was determined that the pinch tubing had failed. He replaced pinch tubing and ran performance testing. The customer ran and verified qc. Upon follow up, the customer confirmed they had no further questionable results. Further investigation determined the issue found by the field service representative was the cause of the event.